Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
On (B)(6) 2012, it was reported that the up button on the patient's infusion device was not functioning. The patient put a new battery in the device and stated that all of the buttons were blocked after inserting the new battery. The device displayed e8 (power interrupt) after the battery was replaced. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.